Event description:
Kendall tray pak (25 syringes) was opened by tech. Tech found 2 syringes in tray pak that were discolored at tip of syringe with a brown substance. Tray pak sent back to co for contamination evaluation in 8/2001.